Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to high blood glucose. Customer's blood glucose level at the time of the hospitalization was unknown. Customer states they were not wearing the insulin pump when admitted to the hospital. Also customer states the insulin pump would not turn on, which lead to the high blood glucose that led to the hospitalization. Troubleshooting was not performed, because the customer was hospitalized. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump was programmed and monitored for three days with no blank display noted. The unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and self-test. All operating currents are within specification and off no power alarm functions properly. The insulin pump had cracked reservoir tube lip. Also no damage noted on c13 isolation tape.